Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector on the insulin pump was monitored and functioned properly. The insulin pump was received cracked retainer, minor scratched display window, peeling off keypad overlay and scratched case.